Manufacturer narrative:
Device is combination product. A promus element plus, mr, ous 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19feb2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.50x12mm promus element plus drug-eluting stent was advanced for treatment, but could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.